Manufacturer narrative:
(B)(6). Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported reboot events related to admit/discharge/transfer operations. The issue occurred after (B)(6) 2018. There was no patient incident.